Event description:
Caller reported an error with their continuous glucose monitoring system identified as cgm error 42. The reported value was within the normal range, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.